Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have checked the open sample received and it does not have the aluminum pouch (first pack) stuck to the outer paper foil. Also, no marks have been seen that the first pack was glued/sealed to the outer package. We would need defective samples showing the defect to assess properly the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving an open sample, without closed or defective samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomax suture. The client reported that the inner foil (aluminium pouch) was sealed with the outer foil (outer paper foil). There is no patient involvement.